Event description:
A customer contacted beckman coulter, inc. (Bec) and reported that there was fluid overflow from the electrolyte injector cup on unicel dxc 800 pro synchron clinical system. The leak was observed after the customer performed instrument maintenance, which included replacing the calcium electrode tips and modular chemistry sample syringe and loading new bottles of carbon dioxide acid reagent and electrolyte reference reagent. The overflowed fluid was approximately 10ml in volume and contained in the electrolyte module and drip tray. Although, no further leak was observed during the subsequent priming of the instrument, none of electrolyte calibration was successful. The customer was wearing lab coat, gloves, and eye protection during wiping up the leak. The customer did not come into contact with fluid. Msds was not reviewed, but the facility has an exposure control plan. Medical attention was not sought. No erroneous patient results were generated and there was no report of death, injury, or change to patient treatment. Field service engineer inspected the system and noted that raising and lowering the ion-selective electrode assay tray caused a pinching of the tubing. The field service engineer correctly re-routed the tubing, and the issue was resolved. Service activity performed is verified to meet the specified requirements per established procedures. The cause of the event was user error of improper installation of ion-selective electrode tube during maintenance.

Manufacturer narrative:
(B)(4).